Event description:
A medtronic representative reported that, while in a lumbar fusion procedure, 4 screws were misplaced. They were using synergy spine 2.0.1 and an arcadis orbic 3d c-arm. The spine software showed the instruments navigating directly down the pedicle, once the spin was taken, the actual screw placement was more anterior and breaching the pedicle. The breach was medial in the canal. Nim monitering was used to test the placement of the screws. The surgeon repositioned the screws immediately after realizing they were 2-3mm inaccurate. Medtronic screws were not used. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up with the hospital, reported the screws were placed medially into the canal. The patient was not injured. The representative checked out the system instruments and found that when they laid the violet navlock tracker on a flat surface without the spheres one of the arms appeared to be bent. When using a different navlock tracker during testing, the driver was accurate. No further issues have been reported. No parts have been returned to the manufacturer for further evaluation.